Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total knee procedure, while in the skin at closing, the thread was broken. Another suture was used to complete the case and resolve the issue. There was no patient injury.